Manufacturer narrative:
A supplemental MDR is being submitted due to observations made during pre-decontamination of the device. Section h6 (device code) has been corrected. Sections b5, g6, h2 and h3 were updated.

Event description:
The device was returned for evaluation. It was observed that the returned device exhibited compression of the flex shaft, rather than a crack.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in germany, a 26 mm sapien 3 ultra resilia valve was implanted via transcatheter mitral valve replacement procedure with a transseptal approach in a pre-existing valve or ring. During the procedure, the commander delivery system kinked significantly during transseptal advancement. For patient safety, the commander with the valve was retrieved into the esheath+ and removed as a single unit without difficulty. Upon removal, the damage to the commander was noted, and the balloon was found to be ruptured. The rupture likely occurred during withdrawal of the balloon into the esheath+; however, this cannot be confirmed with certainty. A second attempt was performed using a new valve and commander, including a new transseptal puncture, and the procedure was completed successfully. No patient injury occurred and patient was stable throughout the procedure. It was noted that the first transseptal puncture might have been within a sewn patch in the interatrial septum from a prior surgical intervention, and despite pre-dilatation of the septal puncture side, the commander could not pass through the septum and kinked accordingly.